Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s ins site had been sore, hurt, and was warm to the touch since the day before. They had called their healthcare provider¿s office but were told that the doctor would be out until (B)(6) 2019, and that there was only an on-call urologist available at the ER. It was noted that neither they nor their husband had noticed any visual changes to the site, and they had not had any falls or changes to their activity recently; it was stated that they are disabled. It was stated that they last had their ins checked around (B)(6) 2018 and were told that the battery level was fine, 50%. It was suggested that they turn stimulation off so that they can see if that affects the discomfort and warmth they are experiencing. It was recommended that they follow up with their healthcare provider with the results for medical assessment and direction. No further patient complications are anticipated or expected as a result of this event.